Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump history was reviewed and shows that the most likely cause of the shut down was faulty c cell batteries. There were no failures within the pumps hardware. The pump is being repaired and returned to the customer.

Event description:
The initial reporter states that the pump alarmed down occlusion and turned itself off. After the pump was returned to mmdg, the investigation showed that the complaint did not occur as it was reported. During the investigation the pump history also showed that the pump had experienced a shut down without alarming correctly. Mmdg followed up with the initial reporter, but no other information was available. (B)(4).